Manufacturer narrative:
Due to character limitation, below field are added from e1- event site adsress- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that screen of cs100 intra aortic balloon pump (iabp) was distorted. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It is not clear what repairs were completed as there was no response to the gfe's that were sent out. The record will be updated if new information is provided. The customer did not agree to pay for the repairs and the issue was not resolved.